Manufacturer narrative:
The customer reported to have placed the patient on an alternative v60 unit and required no additional intervention or escalation of treatment. No patient harm or procedural delay was reported. The customer was unable to duplicate the problem, so no parts were replaced or repaired. The unit was functionally tested and successfully passed all testing. The unit was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
The customer reported that the unit was expected to operate without any check vent alarms. This unit produced a check vent alarm for blower stall. The customer contacted product support and reported that the blower is not running, even when pressure or flow is increased on the pneumatic screen. Blower rpm stays at 3000. Product support reviewed suggested repair per the manual for blower stalled error. Product support provided parts ID for the blower and motor controller pcba. The customer reported that the unit was in use on a patient.